Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level was not impacted. Customer reverted to manual injections after the alarm and was able to reload the cartridge successfully.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.